Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory cassette was replaced and returned for investigation. The ventilator then passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported failed pressure transducer test during pre-use check. The expiratory cassette was investigated and the reported failed pressure transducer test during pre-use check could be duplicated. The regulation disc on the membrane was replaced and the ventilator then passed pre-use check. The root cause of the reported event was an anomalous regulation disc. This will be detected during pre-use check.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).